Event description:
Mesh was explanted because it had eroded through the pts skin at umbilicus returning for eval.

Manufacturer narrative:
The condition of the mesh after being explanted made it difficult to identify any regions where fixation may have been used to hold the mesh against the abdominal wall. There was very little coating left on the mesh after being in-vivo for almost 5 months then explanted. It is not clear whether the coating came off in-vivo or during explant. The lot history was reviewed and the product was found to have met all specifications. The complaint of c-qur edge mesh eroding through the skin is a well known complication associated with all hernia meshes made from polypropylene and/or ptfe. Mesh erosion can happen in any hernia repair involving mesh. No info in the lot history or exam of the explant was found that would indicate an increased risk of mesh erosion with the piece of mesh in question.